Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 580 mg/dl. The at the time of incident blood glucose was 338 mg/dl and current blood glucose is 140 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. Document the outcome of the hospitalization was intravenous treatment for high blood glucose and dehydration. Based on customer report customer does not allege pump was under delivering and drive support cap was normal. The insulin pump will not be returned for analysis.